Event description:
A home patient (hp) contacted baxter technical services regarding feeling full in dwell 1 of 4. Per the hp, the hp manually drained last drain from previous night's therapy due to pain caused by hp's penile prosthesis. The hp then bypassed initial drain due to pain from penile prosthesis after draining 315 mls for therapy associated with this call. The technical services representative assisted the hp to manually drain 2372 mls and bypass to next fill. Hp completed therapy. Hp's apd patient parameters are fv = 2500 mls, lfv = 1000mls, initial drain alarm set point = 1000 mls, minimum drain volume % = 80%. Final uf rate was unknown by hp. Hp's nurse was contacted. Per hp's nurse, hp is on tidal therapy because of pain associated with his prosthesis. Nurse expressed concern over hp not bypassing correctly. Nurse was under the impression that homechoice contains a built-in safety feature that prevents last fill from being administered if hp does not manually drain enough fluid during final drain. Hp's nurse was told that there are no safety features that will automatically prevent the hp from filling if hp does not manually drain enough fluid, however hp should have received ldv alarm during previous night's therapy. Nurse conveyed understanding. Hp was contacted again and stated he could not remember if he received a ldv alarm. Hp also stated it was the first time he had ever manually drained because of pain caused by prosthesis. There was no patient injury or medical intervention associated with this event. Probable root cause of this overfill ws user error when the hp did not manually drain enough fluid from previous night's therapy and bypassed initial drain from therapy associated with this complaint, in both cases to lessen pain caused by his prosthesis.

Manufacturer narrative:
The device was requested for evaluation, however the hp was not interested in an evaluation or swap of the device.